Manufacturer narrative:
The pod arrived with the soft cannula fully deployed. Inspection of the device sub components found no issue in regards to the fluid path, needle mechanism, and drive mechanism. Analysis of the phb data showed that the agc algorithm functioned as intended in order to modulate insulin delivery. The pod was found to function as intended with no evidence of any damage or manufacturing deficiencies that would result in the device failing to deliver insulin. Cracks were observed in the top housing of the pod. It could not be determined when these cracks occurred. Investigation of the pod and the download data from the pod indicate that the cracks did not affect the functionality of the pod.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached 405 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include vomiting and borderline dka (diabetic ketoacidosis). The patient was treated with fluids and zofran. The patient was released the same day. The pod was not worn when seeking medical attention.